Event description:
Customer reports that the jacobs uterine vulsellum tenaculum was seated around hip ball to pull it out and sharp ends bent off tenaculum. Pt not harmed.

Manufacturer narrative:
No product was returned and no lot info was made available. As such, it is not possible to identify the root cause or to evaluate mfg records for the subject device. No corrective action or follow up is possible. If at some point the device and/or lot info does become available, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.